Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had pump error alarm. The customer¿s blood glucose level was 4.1 mmol/l at the time of the incident. Customer was unble to rewind the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with corroded home switch. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to corroded home switch.